Event description:
It was reported that the li61aor intraocular lens was removed intraoperatively due to damage of the capsular bag noted after iol was inserted using forceps. Reportedly, the lens haptic brushed the iris causing hemorrhage. According to the surgeon, the hemorrhage limited visualization and prevented placement of the lens in the sulcus. Anterior vitrectomy was performed and an anterior chamber lens (li22uv) was implanted successfully.

Manufacturer narrative:
The lens was returned to bausch + lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.